Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed as no log files were submitted for review and no equipment was returned for evaluation. Multiple requests were made to obtain additional event information (including if any product would be returned for analysis and if log files could be submitted for review); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The 11v battery testing records were reviewed and the battery (serial number: (B)(6)) passed testing during manufacturing. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had backup battery (ebb) faults in the past with replacements of the ebb on (B)(6) 2023 and (B)(6) 2023. It was additionally reported that the patient had additional ebb fault alarms that were temporarily resolved with reseating the ebb. Overnight on (B)(6) 2023, the ebb faulted again. A system controller exchange was requested.